Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a broken irritation due from cutting into their skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied neosporin and vaseline and placed gauze on the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.